Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alarm occurred on the ilet while using teflon infusion sets, with no bubbles or kinks observed in the tubing during troubleshooting; delivery was resumed, but recurrent occlusions led to changing the infusion set, and replacement sets were arranged, with the user providing a lot number. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained in range per cgm. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a medical device problem characterized as lack of effect due to occlusions that resolved after supply change, and the specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.